Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported that they had a stimulator placed once before but it paralyzed them for 3 months and had to be taken out and then they had a pump placed. Patient stated the event occurred in 2010. The exact date is unknown. The serial number is unknown. Patient stated the stimulator device was implanted on a monday, and she went back home on tuesday. On wednesday she went to bathroom in the morning and fell because she could not feel her legs. She was taken to ER, there, they found out the device has caused a blood clot. The devices were explanted. Patient stated she is elderly and doesn¿t remember much but knows one doctor implanted it and the some other explanted it. Hcp stated they did not have a record of this event and had no further information.